Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm if a device issue contributed to the reported event. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the intensive care unit with diabetic ketoacidosis (dka); the length of the stay was not reported. The patient alleged that the iphone 17 and the omnipod app are incompatible, and the app restricts the pod from delivering basal insulin. Treatment information was not provided. The patient was discharged on (B)(6) 2025.